Event description:
The rep provided the serial numbers, noting there were two leads involved.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Product ID 977d260, serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a wireless external neurostimulator (wens). Patient reported she was doing the trial on friday and she was not told there would be sutures on her back. Patient stated she lifted her arm forward to reach her glass at dinner table and that led to tearing her flesh where the sutured were and over the weekend she had to have 2 different ER visits because no one gave her anything for the pain from the gashes in her back that were an inch long and approximately just as wide and there were two of them right along her spine. Patient reported the representative set the leads too high and it was giving her headaches and she could not turn her head, tilt her head or look at a book to read and could not walk upright because of the pain. Patient mentioned the representative set the stimulation so high that it was causing everything in her chest and neck to cramp to the point where the ER doctor could not get a heartbeat off of her and they needed to turn off the machine so she can breathe properly. Patient reported the device was geared to zap the wrong areas and making her breasts, buttocks and vaginal area tingle but not her arms to prevent the pain. Patient stated she requested that the device be set so that they would not feel the tingling because she is autistic and it led to extreme overstimulation. Patient stated the trial took the pain away from her hands and wrists bilaterally the pain went away and the device did work for the purpose it was intended. Patient stated she have crps on the arms and wrists. Patient stated she had the device removed prematurely yesterday morning so that she could walk upright and she was in a lot of pain. Patient stated the insurance will consider the trial as an unsuccessful trial and they cannot have the permanent implant done. Patient asked to have her record show why the trial was unsuccessful. Patient stated the representative and healthcare provider decided she did not need medication for pain following surgery. Patient stated hcp and reps should inform patients they will have sutures when they are doing the trial. Patient stated she told the representative on saturday morning and the representative asked her if they could turn the stimulation back on. Patient stated the rep did not have any sympathy or empathy. Agent reviewed agent role. Patient asked where they could voice their dissatisfaction. Patient service reviewed information. The patient was redirected to their healthcare provider to further address the issue. Rep reported that patient was rude. When rep tried to answer questions and explain the device and how it worked after she had issues. The trial procedure went smoothly. In preop were adequately able to program the device and had coverage of her left shoulder and arm at perception but dtm programming was set up and was set where definitely was below perception threshold even when patient moving head and neck. Thoroughly explained that patient would have procedure soreness for at least 1-2 days due to the needle entry. Explained that settings were set below threshold. Rep did not receive any call or texts from the patient friday before or during her visit to the ER. When rep tried to help her saturday, patient was very upset and then rude. When rep tried to help and see if we could turn the settings on much lower and recalibrate device she refused and told this was a fail trial and she was revoking her consent to have it in her body. Rep notified the hcp. He said the ER never called him. So, rep did not have any documentation of what she stated about overstimulation or if there were actually 1 inch by 1 inch flesh tears. Rep did not discuss the sutures as that is a md preference for securing the leads and have never seen an issue with this method before. Patient also was complaining about pain meds. Rep reminded her he cannot give her meds and that passed along the information to her provider. Because patient was so angry and being so rude, hcp was in agreement that rep should just not engage with her anymore and she would leave the device off until hcp decided to pull the leads monday morning. Hcp agreed this patient is definitely not a candidate for a retrial or an implant. 9772501 was discarded by md and was not sent back.